Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6), product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4) h3: analysis of the 97755 recharger (rtm) (s/n (B)(6)) revealed that there was a recharger telemetry module (rtm) failure, the poor recharge quality message was seen. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). It was reported that the patient has had difficulty recharging ins in that it takes a long time to connect to the ins (patient sees "no device found" frequently), it is taking 2 hours to charge ins and when able to connect to the ins the normal recharging screen shows but it doesn't provide a charging quality, it just shows "recharging". Rep also stated that patient has noticed the recharger (rtm) gets warm where the cord meets the antenna. Rep examined the rtm connector and controller port and nothing looks damaged. Rep stated they observed the same behavior the patient described when attempting to charge the ins in the office today. A replacement rtm was sent to the patient. No symptoms were reported.